Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) 2 times in a week. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed. Customer was able to clear the alarm and unable to complete the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement test and self test. During the download history review pump error 15 was recorded on (B)(6) 2025 00:25:55.000. Per r&d investigation pump error 15 occurs as a software, invalid pointer/corrupted data. File ID = 0, line number = 1935. In addition, pump error 53 was also recorded on (B)(6) 2025 01:00:09.000. File=32 line=265. Per software engineering log pump error 53 was cause by motor voltage regulator anomaly. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with the following: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay and scratched case. In conclusion pump error 15 was recorded in download history files due to a software error. Pump error 53 was also recorded. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.